Event description:
Vasoview hemopro 2 vh-4000 lot 3000349829. Tip of bipolar piece started separating from shaft during normal use. The device was passed off the sterile field and replaced with a new kit. No parts broke off and there was no injury to the patient.